Manufacturer narrative:
(B)(4). We have requested the return of the complaint bc190 flexitrunk infant nasal tubing for investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in china that the bc190 flexitrunk infant nasal tubing was found to be broken before use. There was no patient involvement.

Manufacturer narrative:
(B)(4). **UDI related data quality updates only** corrections to reflect gudid: section d1: brand name updated to fisher & paykel healthcare. Section d2a: common device name updated to nasal tubing. Section d4: model and catalog # updated to bc190-05. Section d4: serial number intentionally left blank as the information is not applicable. Section d4: expiration date added. Section d4: UDI details updated. Section g1: contact person updated to mr. (B)(4). Section g4: no 510(k) number was included in section g4 of the report because the device is a class 1 device and exempt from PMA pathway to regulatory approval method: the complaint bc190 flexitrunk infant nasal tubing was not returned to f&p for evaluation. Our investigation is based on the information and photograph provided by the customer, previous investigations of similar complaints, and our knowledge of the product. Results: visual inspection of the provided photograph revealed that the bc190 flexitrunk infant nasal tubing was torn on the midline side. Conclusion: without the return of the subject device, are unable to determine the cause of the reported event. All flexitrunk nasal tubings are visually inspected and pressure tested before leaving the production line and those that fail are rejected. This suggests that the damage on the subject nasal tubing occurred after it was released for distribution. Our user instructions the accompany the flexitrunk infant nasal tubing state: - "use caution when positioning the infant interface. Avoid excessive pull forces, sharp objects and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement."

Event description:
A distributor reported on behalf of a healthcare facility in china that the bc190 flexitrunk infant nasal tubing was found broken before patient use. There was no patient involvement.

Manufacturer narrative:
(B)(4). Method: the complaint bc190 flexitrunk infant nasal tubing was not returned to f&p for evaluation. Our investigation is based on the information and photograph provided by the customer, previous investigations of similar complaints, and our knowledge of the product. Results: visual inspection of the provided photograph revealed that the bc190 flexitrunk infant nasal tubing was torn on the midline side. Conclusion: without the return of the subject device, are unable to determine the cause of the reported event. All flexitrunk nasal tubings are visually inspected and pressure tested before leaving the production line and those that fail are rejected. This suggests that the damage on the subject nasal tubing occurred after it was released for distribution. Our user instructions the accompany the flexitrunk infant nasal tubing state: "use caution when positioning the infant interface. Avoid excessive pull forces, sharp objects and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement."

Event description:
A distributor reported on behalf of a healthcare facility in china that the bc190 flexitrunk infant nasal tubing was found broken before patient use. There was no patient involvement.